Manufacturer narrative:
Correction made to d8, e3, which were left off the initial report inadvertently. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lamp does not light up due to the defective parts: · thermal switch. · main board. · lamp housing. · xenon lamp. · ignitor. · power supply u. Moreover, the use of a non-olympus lamp was confirmed, so the phenomenon likely occurred due to this. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device will not be returned. As per the field service consultant, the customer was not using an original lamp. The parallel lamp that the customer was using was having issues. The subject device was working; however, not according to the manufacturer¿s specifications due to the parallel lamp. The customer was advised to use an original lamp. The investigation is ongoing. A supplemental will be submitted on completion of investigation of if any additional information is available.

Event description:
The customer reported to olympus that the lamp of the evis exera iii xenon light source was damaged. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.